Event description:
N/a

Manufacturer narrative:
The certas valve (B)(4) ) was returned for evaluation. Device history record (DHR) - lot 6814541, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, biologicals debris were noted in the housing. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828800) was implanted via lumbar peritoneal (lp) shunt on (B)(6) 2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2023 an x-ray examination was performed and obstruction was suspected. Although the set pressure was changed to lower, ventricular enlargement did not improve, therefore, the valve was removed and replaced on (B)(6) 2023.